Event description:
The customer stated she may have accidentally swallowed the protective cap to the lancet, mistaking it for a pill. No serious effect was alleged. Product is not expected to be returned as this is not a performance issue.

Manufacturer narrative:
The manufacture date could not be determined and lancets are not 510(k) cleared.